Manufacturer narrative:
Conclusion: device investigation, on the received parts, confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition, the active electrode array was not returned for investigation as it was left in situ for medical reasons. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reported the implant was working intermittently last week. The user has been re-implanted.

Event description:
The user reported the implant was working intermittently last week. Reimplantation has been suggested.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported the implant was working intermittently last week. Re-implantation has been suggested but no date has been scheduled.